Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2014 from a physician. This case concerns a (B)(6) male pt who developed synovitis in right knee after receiving treatment with synvisc one. Relevant past medical history, past drugs, concurrent conditions and concomitant medication were not reported. On (B)(6) 2014, the pt received treatment with synvisc-one injection, once (route of administration, dosage regimen, lot/batch number and expiration date unk) in both knees for an unk indication. On (B)(6) 2014, the pt experienced synovitis in right knee of moderate intensity. On (B)(6) 2014, pt was seen in emergency for the swelling and pain in his right knee. It was not confirmed whether pt was hospitalized. The pt was diagnosed with synovitis and water in the right knee (right knee effusion). On an unk date, pt underwent arthrocentesis and almost 40 ml of clear bright liquid was removed. The pt's synovial fluid culture was negative. The physician provided the pt with a corrective treatment and infiltrated 1 ml of methylprednisolone acetate (depo-medrol) 40 mg/dl. As of last week, the pt was doing fine as per the physician, on (B)(6) 2014, the pt recovered from the event of synovitis in right knee. It was reported that the pt would be seen on (B)(6) 2014. Corrective treatment: methylprednisolone acetate (depo-medrol). Outcome: recovered/resolved. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of info provided, no CAPA was required. It was the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result was identified and mitigated through the ncr process. Data was periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA was required. No further info was provided. Add'l info was received on (B)(6) 2014. Both the info was processed together. Ptc results were added. Event onset date and stop date were added. The text was amended accordingly.

Manufacturer narrative:
Sanofi company f/u comment dated (B)(4) /2014: in this case, the f/u info received, does not change the previous case assessment. Sanofi company comment dated (B)(4) 2014: in this case, the causal role of synvisc one cannot be excluded for the occurrence of the event of synovitis of right knee, however, the lack of info regarding the underlying medical history and the concomitant medications used by the pt precludes the complete case assessment.